Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced the replaced draw controller board to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system drawer 2.1 pocket not detected on bus. There were no adverse events or injuries reported based on this event.